Event description:
Related manufacturer report number: 3006705815-2022-18717. It was reported that the patient's leads had migrated. Surgical intervention was undertaken and the leads were explanted.

Manufacturer narrative:
Patient weight is estimated. Event date is estimated.